Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high and low blood glucose levels. Customer experienced high and low blood glucose levels during work and another time on the way home. Paramedics were called both times and customer has experienced malfunctions and no delivery alarms. Customer declined to speak to the 24 hour helpline.